Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that a customer obtained low readings with the use of the adc freestyle libre sensor compared to a laboratory result. Customer reported experiencing symptoms described as "launching". Customer self-treated with toujeo, long-acting insulin, and humalog and self-presented to a hospital. Customer obtained readings of 141 mg/dl, 123 mg/dl, 118 mg/dl, and 865 mg/dl from a laboratory test and a sensor scan reading of 155 mg/dl (however lab to sensor test was not done within 10 minutes). Customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, tildiem (300 mg), clopidogrel (75 mg/l), thyroxine (50 mg), zocor (20 mg), afavaflow (80 mg), daflon ( 3 tablets a day), pantomed (40 mg), virtec (10 mg), and riopan motilium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A healthcare provider reported that a customer obtained low readings with the use of the adc freestyle libre sensor compared to a laboratory result. Customer reported experiencing symptoms described as "launching". Customer self-treated with toujeo, long-acting insulin, and humalog and self-presented to a hospital. Customer obtained readings of 141 mg/dl, 123 mg/dl, 118 mg/dl, and 865 mg/dl from a laboratory test and a sensor scan reading of 155 mg/dl (however lab to sensor test was not done within 10 minutes). Customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin, tildiem (300 mg), clodiprogel (75 mg/l), thyroxine (50 mg), zocer (20 mg), afavaflow (80 mg), daflon ( 3 tablets a day), pantomed (40 mg), virtec (10 mg), and riopam motilim. There was no report of death or permanent injury associated with this event.